Manufacturer narrative:
This alleged malfunction is being reported out of an abundance of caution even though the product has not been confirmed as manufactured by brasseler. The customer did not provide a brasseler lot/serial # and a review of similar incidents not respective of the specific device has revealed no trend requiring an escalation of notification.

Event description:
The dental bur "popped off" in the patient's mouth and was retrieved. The customer said the doctor was running at the recommended speed. No further information was provided.